Event description:
It was reported that during a total knee procedure, the blade was "pumping" up and down by approximately 2-3mm when being used with a s7 saw, (B)(4). It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The part number 6118127100 and lot number 12305017 was incorrectly reported in the initial MDR. The part number and lot number for this event is unknown.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. If the product is returned, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that during a total knee procedure, the blade was "pumping" up and down by approximately 2-3mm when being used with a s7 saw, 7208000000. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The handpiece associated with this device has been returned. The investigation is on-going.

Event description:
It was reported that during a total knee procedure, the blade was "pumping" up and down by approximately 2-3mm when being used with a s7 saw, (B)(4). It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.